Event description:
Additional information was received indicating lead damage was suspected. The rv lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During an in clinic follow up, low defibrillation impedance was noted on the right ventricular (rv) lead. Technical support was contacted and recommended lead replacement. A lead revision is anticipated. No intervention has been performed at this time. The patient was stable and will continue to be monitored.